Event description:
A physician reported a patient who was originally skin tested on 18 march 1998 with negative results. On 1 october 1998, the patient was treated in the nasolabial folds and the oral commissures. On 3 november 1998, the patient returned to the office with erythema, edema, itchiness and bumps at all treatment sites (onset date not known). The physician diagnosed the symptoms as hypersensitivity related. The physician prescribed intramuscular kenalog and topical locoid cream. The patient phoned on 19 november 1998 to report that the symptoms were somewhat better.